Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. There was no black box history in the pump to support the timeframe of the original complaint. There were multiple low battery warnings and multiple replace battery alarms observed in the alarm history. The battery compartment was intact with no cracks. There was no evidence of moisture contamination observed in the battery compartment or on the underside of the battery cap. The battery cap was able to be fully tightened, with no power loss observed. All of the current draws were within specifications. There was no moisture observed inside the pump when the pump case was removed. There was no evidence of intermittent contact on the battery terminal contacts when observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. It was reported that there were no cracks to the battery compartment and the battery cap was secure on the pump. The o-ring was not visible when the battery cap was secured and there was no damage to the threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.